Manufacturer narrative:
Medtronic received the following information from a journal article entitled; homemade fenestrated physician-modified stent grafts for arch aortic degenerative aneurysms chastant r, belarbi a, ozdemir ba, alric p, gandet t, canaud l journal of vascular surgery. 2022 nov;76(5):1133-1140 doi: 10.1016/j.jvs.2022.04.041. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captiva stent grafts were implanted in 52 patients over a 8 year period . The patients had degenerative aneurysms . 36 patients received a double fenestrated physician modified stent graft , while 16 patients received a single homemade fenestration for the lsa. All patients were implanted with valiant captivia stent grafts. The technical success was 100 %. Each procedure was performed with the patient under general anesthesia. During the procedure, a non mdt sheath was positioned retrograde through the common femoral access. A 7f, 80-cm sheath was introduced through the left brachial access into the origin of the lsa. A double curved non mdt stiff guidewire was positioned against the aortic valve through the femoral access. The stent graft was inserted on the stiff wire, and the preloaded guidewire was progressively pulled by the second operator from the left brachial access to orient the fenestrations superiorly to face the supra-aortic trunks originating off the superior arch. The mean blood pressure was lowered to 80 mm hg pha rmacologically, and deployment was started with radiologic guidance. The brachial sheath was advanced through the lsa fenestration over the preloaded guidewire, and a non mdt balloon-expandable covered stent was deployed, with 5 mm of protrusion into the aortic stent graft lumen. A non mdt balloon was used to flare the balloon expendable stent with the aortic stent graft. Completion angiography was used to check the position of the valiant captivia stent grafts and patency of all supra-aortic vessel trunks. The following adverse events were reported; two patients experienced a transient ischemic attack in the early postoperative period, which had resolved spontaneously, three patients had concordant radiologic signs defining a stroke, one of whom one had had a full neurologic recovery, four patients developed a retroperitoneal hematoma secondary to sheath introduction during stent graft placement, a retrograde dissection and intervention were also reported as adverse events.